Event description:
A lotus 23 mm valve was implanted in a (B)(6) female successfully. Access through a small lotus introducer through left side femoral artery. No problem or complication during valve implantation. When anesthesia guy went to wake up the pt after the procedure, the pt did not respond and did not awake. Stroke was suspected and then confirmed with a brain vessels angiogram. Hosp called neuro radiologist who treated the pt mechanically and with drugs to dissolve the thrombus. Revascularization was achieved. Pt is at the ICU at the hosp. After finishing managing the complication, physicians claimed issue was absolutely not related to lotus use.

Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The batch number is unk; therefore, the mfg records for the complaint device cannot be reviewed. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. Reviewing all details: it appears that clinical and or procedural factors may have impacted on the reported event.